Event description:
Add'l info rec'd from MFR 7/30/2004: device failure related to user handling. Explanation: the info provided with this report indicated the endoscope used with this device has an outer diameter of 8.6 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The product package label states that the mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. We believe that the barrel detachment observed by the user occurred because the device was used with incompatible equipment. The initial reporter indicated the product would not be released from their facility for evaluation.

Event description:
Six shooter banding device (multiband ligator) used per instructions for esophageal varices banding. When procedure completed, scope withdrawn with plastic cap from shooter not coming back with scope, but stayed in esophagus. Plastic device retrieved with rat tooth forceps. String did not hold plastic device until retrieved as it should have. Cap possibly not pushed far enough on scope, but it should have stayed.